Event description:
One endeavor sprint rx drug-eluting stent was implanted in the mid rca. Twenty-five days post initial stent implant, the pt was admitted to hosp with chest pain. Investigator assessed the event as angina. Pt displayed stable angina at 30 day f/u. It is unk if the target lesion was involved. It is reported that an mi occurred two mos post initial stent implant. No further info is available regarding this mi.

Manufacturer narrative:
Eval results: myocardial infarction.